Manufacturer narrative:
The qa lab found the returned reagent to read e11, "hi" and 392 mg/dl high, out of specification. The e11 indicates exposure to moisture, which is most likely the cause of the high results. Results were satisfactory using iqa retention reagent.

Event description:
The advocate called for help with the customer's contour meter. She received a high control test result while troubleshooting during the call. The complaint did not initially meet the criteria to be reported, but the customer's test strips were returned and evaluated by the qa lab. Replacement test strips and a new meter were sent to the customer.